Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. Three circumferential splits were observed between the 24 cm and 28 cm depth markers, specifically 25.5 cm, 27.4 cm and 28.3 cm distal to the molded joint. Kinks were observed in the catheter at the location of each of the splits as well as proximal to the splits. A microscopic observation revealed the edges of the splits were mostly straight and flat with a rough surface texture. Whitening of the catheter material was observed at the corners of the splits, and additional splitting was observed at one of the corners of one of the splits. The surface of the catheter material was observed to be slightly less lustrous near the splits, and some wrinkling of the surface of the catheter was also observed near the edges of the splits. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that severe fluid leakage had occurred since powerpicc catheter insertion on april 29. On may 14, the catheter was removed, and cracks were found at the scale of 23cm, 24 cm, and 27cm.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv1244 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that severe fluid leakage had occurred since powerpicc catheter insertion on april 29. On may 14, the catheter was removed, and cracks were found at the scale of 23cm, 24 cm, and 27cm.